Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the electrode array was not inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, and the patient was not reimplanted with another device.